Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was found to be peeling along the bottom. A leak test revealed leaks at the keypad and the display lens. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump powered on for testing, but was otherwise unresponsive. The pump was disassembled for investigation and revealed moisture contamination inside the pump and on the keypad flex connector.

Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons were unresponsive after water exposure. The reporter noted visible moisture behind the display screen and stated the keypad was intact. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.